Event description:
It was reported that this device reverted to safety mode. In addition, oversensing was noted. As a result, it was successfully explanted on (B)(6) 2026. No additional adverse patient effects were reported. This device has not been returned.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.